Event description:
The pharmacist reported that a fast flow had occurred; no additional information was provided concerning the incident; there was no reported injury. Additional information received on 31mar2022, reported that the patient stated that the first onq pump had not infused at all; the patient returned to the infusion center and the pump was replaced. After the nurse replaced the pump they advised the patient that the pump should be completely drained after 48 hours. When the patient returned to the facility they reported that the pump had, flowed in completely 24 hours after placement. Additionally, the patient stated that [at that time] they felt sick but got through it. No medical intervention was reported; when the patient returned to the facility they stated that they felt fine.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information was received on 26-apr-2022 from medwatch/ FDA user facility report #mw5108511 reported: the patient stated they developed some sores on their tongue and "felt sick" for approximately a week. Fill volume: 241 ml.

Manufacturer narrative:
The device history record for lot 20074842 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: g3; receipt of medwatch/ FDA user facility report #mw5108511. All information reasonably known as of 23 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.